Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: review of the black box data revealed that the data from the date of the complaint had been overwritten due to continued patient use. The data records in the black box revealed multiple loss of prime warnings (162) associated with occlusion alarms or a non-primed pump. The pump was exercised for 24 hours without duplication of the complaint. The force sensor was evaluated and found to be within required specifications. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.